Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a pacemaker and non bsc right ventricular (rv) lead recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Device replacement was recommended. This device was explanted. No additional adverse patient effects were reported. The rv lead had triggered a lead safety switch (lss) to unipolar and remains programmed sensing and pacing unipolar. Furthermore, the device triggered a minute ventilation (mv) signal over sensing alert several years ago as well. The rv lead remains in service and the pacemaker has been explanted. No additional adverse patient effects were reported.